Manufacturer narrative:
No mc100 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Cannot recreate the failure without the return of mating device. The DHR was not reviewed because no lot number information was provided.

Manufacturer narrative:
E1: the phone number was not provided. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a microclave clear neutral connector that experienced no flow during patient use. The reporter stated that mc100 will not draw or flush when connected to the vycon umbilical catheter and baxter stopcock. Nursing noticed the issue since having to move to the vycon brand of umbilical lines. The event date was on (B)(6) 2025 occurred during infusion. There was patient involvement, but no patient harm.